Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, it was observed that the carriage was loose, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a mechanical defect of the insertion rail within the affected usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse advised the customer that it would be better not to use the universal surgical manipulator (usm) for further surgery due to a risk of total separation of the carriage from the usm, however the customer considered doing one more surgery the same day before fse replacement. The fse subsequently replaced the usm due to a loose carriage. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Image review: review of the provided image is consistent with the passed data terminal equipment (dte) workflow and programming.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted the clinical sales representative (csr) and reported that they had a loose carriage on universal surgical manipulator (usm). The customer described the issue as the carriage on usm1 was wiggling slightly and was hard to move along its rail upwards. The procedure was completed with no reported injury.